Event description:
The hcp reported, via MFR outcomes registry, a pocket infection several months post-replacement surgery. The pt's symptoms included fever and cellulitus. The pt was treated with IV antibiotics and the device sys was explanted. The pt recovered without sequela.

Manufacturer narrative:
.